Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating and patients were not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnect mode. The field service engineer (fse) checked the settings and tested the cables to verify if they were live. Upon inspection, the fse confirmed that there was internet connectivity and was able to successfully ping the gateway and domain name system. The fse informed to the customer that the issue would need to be addressed by their information technology team. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating, and patients were not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.